Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received a motor error alarm. The customer's blood glucose was 300 mg/dl at the time of incident. The customer stated that they were able to rewind the insulin pump. The customer stated that they also found battery out limit alarms, unexpected restart alarms, external ram error alarms, watchdog timeout alarm and off no power alarm. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump monitored for several days. The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No unexpected battery out limit, no unexpected off no power anomalies noted. No motor error alarm noted. The motor passed motor test. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners and cracked reservoir tube lip.